Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the tracheostomy exhibited a fracture with a fragment in the connector proximal to the ventilatory circuit. The patient experienced a drop in oxygen saturation and worsening of ventilatory parameters. A bronchoscopy was performed, and a fragment of the cannula was removed. There was patient involvement, no patient injury was reported.